Event description:
It was reported that the catheter fractured. During preparation for a percutaneous coronary intervention. A guidezilla ii, 6f guide extension catheter was prepared. During preparation the distal segment of the catheter broke when it was removed from the carrier tube. The guidezilla ii, 6f was exchanged. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a guidezilla ii 6f guide extension catheter. The device was visually and microscopically examined. There was partial collar detachment and shaft damage. The collar and ptfe lining covering the collar was pulled or lifted from the shaft indicating signs of torque or light twisting of the shaft. At 24.3cm from the tip, the was shaft separated, just distal to the collar. The edges were jagged indicating the shaft was torn. There was blood present to the outside of the distal segment of the separation. Product analysis confirmed the reported event, as the shaft was separated. However, the damage to the device indicates there was force during handling of the device. Blood present also indicates that the device was used past the point of preparation.

Event description:
It was reported that the catheter fractured. During preparation for a percutaneous coronary intervention. A guidezilla ii, 6f guide extension catheter was prepared. During preparation the distal segment of the catheter broke when it was removed from the carrier tube. The guidezilla ii, 6f was exchanged. No patient complications were reported.